Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2024, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that on (B)(6) 2023 the patient experienced a hole in the cartridge of the liberty cycler set (lot # unknown, product discarded). Per the nurse, the patient was initiated on prophylactic antibiotic therapy with ceftazidime (2 grams) and vancomycin (1 gram)intraperitoneal (ip). The nurse stated it is unknown how the hole in the cartridge of the liberty cycler set occurred, possible product deficiency versus operator error. The product has been discarded and is not available for return to the manufacturer for further analysis. However, per the nurse, there were no further instances of the reported issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2024, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that on (B)(6) 2023 the patient experienced a hole in the cartridge of the liberty cycler set (lot # unknown, product discarded). Per the nurse, the patient was initiated on prophylactic antibiotic therapy with ceftazidime (2 grams) and vancomycin (1 gram)intraperitoneal (ip). The nurse stated it is unknown how the hole in the cartridge of the liberty cycler set occurred, possible product deficiency versus operator error. The product has been discarded and is not available for return to the manufacturer for further analysis. However, per the nurse, there were no further instances of the reported issue.